Event description:
Per the clinic, the patient experienced a performance decrement, and the issue could not be resolved.the device was explanted on (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).a cover letter was provided to the agency regarding this event.